Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a magnetic resonance imaging (MRI) attempt, it was noted that the left ventricular (lv) lead impedances involving lv4 were high undefined. It was noted that the lv lead was programmed lv1-lv2 with normal impedance and threshold. The physician stated it appeared on x-ray that lv4 is sitting outside of the target vessel. No action was taken. The lv lead remains in use. No patient complications have been reported as a result of this event.